Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator for non-malignant pain it was reported that the patient had a loss of therapy to her left arm. The patient also reported uncomfortable stimulation to the chest and shoulder blade area. The patient reported they fell about a month ago. Reprogramming was attempted, and impedances were checked, but none were out of range. The healthcare provider (hcp) ordered x-rays to see if the leads had migrated. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type lead .(B)(4) no longer applicable. All coding no longer applicable to implantable neurostimulator. Coding applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that according to the physician, it was confirmed that the patient¿s leads migrated cephalad. They stated that the patient has always had some stimulation in their chest, but it was tolerable. They added that the patient¿s stimulation is supposed to be primarily in their shoulders and arms. The rep noted that it is not clear if the patient¿s uncomfortable stimulation was due to the fall. The uncomfortable stimulation has not been resolved at this time, however, reprogramming was attempted. The provided information has been confirmed with the physician account. No further complications were reported or anticipated.